Manufacturer narrative:
The returned device was analyzed and the reported allegations of cylinder degradation was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of no problem detected as no device malfunction reported related to the reported events was found during the product investigation. Visual inspection confirmed the device allegation, but the device was functionally tested and no malfunction was identified. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the physician is unable to activate the artificial urinary sphincter (aus) device due to a "system failure." As a result the patient is incontinent. The aus remains implanted.

Manufacturer narrative:
Additional information provided in: b5, h6. Correction provided in h10: device was not returned for evaluation. Previous analysis results were provided in error. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated the returned device was analyzed and the reported allegations of cylinder degradation was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of no problem detected as no device malfunction reported related to the reported events was found during the product investigation. Visual inspection confirmed the device allegation, but the device was functionally tested and no malfunction was identified. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the physician is unable to activate the artificial urinary sphincter (aus) device due to a malfunction of the pump. As a result the patient is incontinent. A revision surgery has not been scheduled yet. The physicians are trying alternative maneuvers to activate the system first.